Event description:
It was reported that when using the bd vacutainer® serum blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. A total of 100 retained samples were visually inspected, confirming that the hemogard¿ closure assemblies were correctly assembled and properly placed on the tubes. Functional tests were performed on 10 of the retained samples, and all tubes were within specification limits with no issues identified. A review of the device history record for the incident lot showed that all product specifications and requirements for lot release were met. This complaint could not be confirmed for the indicated failure mode: no fill/no vacuum. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored. The business team regularly reviews collected data to identify any emerging trends.